Manufacturer narrative:
Additional procode = drt. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to recognize a battery was installed inappropriately indicating ac power and was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the device was put through extensive testing including bench handling and power cycling without duplicating the report. The battery connector assembly was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.